Event description:
Caller reported an issue with cgm error 42 and indicated that the pump had not recently exited storage mode. Technical support provided instructions for a complete pump reset and guided the caller through the process. After resetting the pump, the cgm error code did not reappear, and the caller successfully started their sensor session. No adverse impact to the customer¿s blood glucose level was reported.